Manufacturer narrative:
Insulin pump was received with no button response due to flattened act, down arrow and up arrow buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to button keypad anomaly. Insulin pump cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6)2017. The customer stated that her blood glucose was 154 mg/dl at breakfast and then it went up to 541 mg/dl in the afternoon. The customer treated with manual injection. The customer declined troubleshooting. She also reported that on (B)(6) 2017 she had difficulty pressing the buttons on the insulin pump. Blood glucose at the time of the incident was in the 200 mg/dl range. The customer stated that the act, up and down buttons were hard to press. The customer confirmed the time on screen was advancing. No significant events leading to the keypad issues were recalled. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.